Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that sensing, impedance, and capture threshold anomalies were observed. X-ray revealed the lead perforated. The lead was explanted and replaced without complication. Patient condition post procedure was good.